Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported that the patient was experiencing pocket site pain. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.